Manufacturer narrative:
The device was returned to olympus for evaluation and the representative's allegation was confirmed. The device evaluation found that the water tightness was not maintained due to perforation of the forceps channel. There was a hole in the insertion tube where the coating had peeled away. The coating on the image guide coil was peeling off, there was peeling on the operation part, and index peeling of the diopter ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The repair center representative reported to olympus, the tracheal intubation fiberscope had air/water leakage. Inspection and testing of the returned device found the coating peeling on the flexible tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility receive instruction/reinstruction on the method of handling of the device regarding usage environment, etc. Olympus will continue to monitor field performance for this device.